Manufacturer narrative:
One day later the device was explanted and successfully replaced. The right ventricular (rv) lead was also surgically abadoned. A new rv lead was implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. It was reported that the patient had a heart rate in the 30's. An external transcutaneous pacemaker was placed in the patient to provide pacing therapy at a rate of 75 pacing pulses per minute (ppm). A device interrogation was performed remotely which indicated that the device had not yet declared elective replacement indicator (eri) and had a magnet rate of 90 ppm. The device was programmed to dddr 60 with no other rate enhancements. Boston scientific technical services (ts) suspected loss of capture (loc) due to increased pacing threshold measurements or another issue. The pacing output was currently programmed at 2.5 volts at 0.6 milliseconds. The last in office check was approximately one month prior, but there was no indication that a threshold test was performed. The patient is pacemaker dependent. The presenting electrogram (egm) indicated some odd signals, which was likely the result of the external pacemaker. Ts recommended interrogating the device with a programmer to verify pacing threshold measurements. No additional adverse patient effects were reported.